Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation that gets red and breaks open, but has not bled. The patient compared the irritation to a 'yeast infection. The patient's physician prescribed an unknown medication. Follow up indicated that the patient was not wearing the lifevest as it was intolerable due to many previous unrelated back surgeries. The final medical outcome of the irritation is unknown.